Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2002 and a mesh was implanted, concurrently with a hysterectomy. No additional information provided.

Event description:
(B)(4) received an e-mail from the ethicon risk manager team stating the following: it was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2002 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 01/16/2017.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent exploratory laparotomy, abdominal cystocele repair, unterosacral ligament plication enterocele repair via halban¿s technique, burch abdominal retropubic urethropexy and rectocele repair due to symptomatic pelvic floor relaxation and mixed urinary incontinence.

Manufacturer narrative:
It was reported that following insertion the patient experienced pain, erosion, infection, urinary/bowel problems, recurrence, bleeding, dyspareunia, and vaginal scarring. (B)(4).

Manufacturer narrative:
Date sent to FDA: 2/6/2019. Additional narrative: it was reported that the patient experienced urinary frequency and urinary urgency. It was reported that the patent underwent mesh removal on (B)(6) 2018.